Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified a hypotube kink approximately 45.5cm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during use/handling. The device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole in the distal balloon body. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a vessel perforation occurred. The 90% stenosed lesion being treated was located in the mildly calcified and mildly tortuous, mid left anterior descending (lad) artery. Using a mach 1 guide catheter, the physician advanced a 10x2.50mm flextome cutting balloon catheter to the target lesion. Upon the second inflation at 6atms the balloon ruptured. The device was successfully removed and a perforation was noted. The procedure was completed by inflating a 2.5mm non-bsc balloon catheter to treat the perforation. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a vessel perforation occurred. The 90% stenosed lesion being treated was located in the mildly calcified and mildly tortuous, mid left anterior descending (lad) artery. Using a mach 1 guide catheter, the physician advanced a 10x2.50mm flextome cutting balloon catheter to the target lesion. Upon the second inflation at 6atms the balloon ruptured. The device was successfully removed and a perforation was noted. The procedure was completed by inflating a 2.5mm non-bsc balloon catheter to treat the perforation. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).